Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated they see fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided related to pro code was incorrect with the initial report. The correct information has been provided with this report.